Event description:
It was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) display noise and oversensing which led to inappropriate anti-tachycardia pacing (atp). The oversensing was reproduced during provocative maneuvers and the measurements for impedance and threshold remained stable. The physician elected to program longer duration to avoid inappropriate therapy. This lead remains in service. No adverse patient effects were reported.